Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. The customer¿s blood glucose level was 395 mg/dl. Customer stated that the insulin pump had motor error. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Customer also stated that screen of insulin pump had too many scratches and it hard to read the information. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to corroded the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarms. Device had minor scratched lcd window.